Manufacturer narrative:
(B)(4). Batch t5ak34. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Additional information received: the surgeon sutured at the malformation of stapling.

Event description:
It was reported that during a thoracoscopic partial pneumonectomy, the staples from the proximal end to near the distal end part of the cartridge were unformed at the first firing on the lung. The unformed staples were u shaped. The same device loading new cartridges were formed without problems at the 2nd and 3rd firing. The target tissue was not thick, and the surgeon did not feel there was anything strange in the firing. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and with three ecr60d reloads present. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b: ecr60d, t5aa52, fully fired. Reload c and d: ecr60d, t5a505, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.